Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. A correction is being provided to the device return date in section d9. The device return date was inadvertently not provided on follow up no. 1; therefore, the return date of (B)(6) 2021 has been provided. H6: investigation findings - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal device was returned for product evaluation. The returned sample included the carrier tube assembly, hemostasis sheath and header bag. Visual inspection revealed a slight bend in the arteriotomy locator. The hemostasis sheath and carrier tube assembly were mated together with the carrier tube assembly in rear lock position with color bands exposed. The anchor was not exposed from the sheath. There were no kinks seen on the hemostasis sheath. The anchor was seen just inside the hemostasis sheath. Functional testing was performed on the returned sample. The locking mechanism was reset to forward lock position with tweezers. The anchor was observed to be exposed from the hemostasis sheath. The device was then set to rear lock position. The anchor was observed to post unto the tip of the hemostasis sheath. The anchor was held in place while the carrier tube assembly was pulled. The collagen and tamping tube were exposed from the tip of the hemostasis sheath. No functional anomalies were observed. The complaint could be confirmed for non-deployment pullout. Based on the returned device, the likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported angio-seal device pull out, anchor stuck in the sheath. The procedure performed for the patient prior to use of closure device was a retrograde puncture of the afc. A 5fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion; everything felt normal and was looking normal. A pre-deployment angiogram was not performed, they stick with ultrasound. Everything felt normal until pulling back; there was no resistance felt and the whole device came out. There were no other devices or equipment used with the reported product. The patient's condition was stable and there was no patient harm. Hemostasis was achieved by manual compression. Patient was standard noncomplex/ non obese patient.